Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that approximately 10 minutes after placement of the listed device, the cuff was found leaking. Replacement of the tracheostomy tube was performed. According to the reporter, the cuff was not tested prior to use. No incident related medical sequela was reported.